Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a patient (demographics unknown). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided). The lot number for synvisc was not provided. On an unspecified date, the patient developed an inflammatory reaction post injection. It was reported that the patient was treated with steroids, non-steroidal anti-inflammatory drugs (nsaid's) and ice. The action taken with synvisc was not provided. The patient's outcome was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between synvisc and the event. The qa (quality assurance) investigation results were received on 02/20/2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.